Event description:
New information received notes that insulation damage was observed on both the right trial and ventricular leads.

Event description:
Related manufacturer reference number: 2017865-2024-34834. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing and low pacing impedance, where as the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The rv lead and ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.